Event description:
Caller reported compact plus system blood glucose results of 0.6 mmol/l and 6.8 mmol/l within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Absent the device lot number, manufacture date cannot be determined. Strips not available for return.